Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the reservoir had an air bubbles anomaly. Customer's blood glucose was 300 mg/dl. Customer delivered a bolus to treat their blood glucose. Customer advised they had air bubbles in the past and were not sure how big the bubbles were. The insulin pump will not be delivered for analysis.